Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline vantage shield inner pouch. The pipeline vantage shield pusher was returned outside the phenom 27 catheter. ¿ damage location details: no bend found on the pipeline vantage shield with pusher. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline vantage shield were found fully opened and moderately frayed. In addition, the middle of the pipeline vantage shield braid was found to be fully opened and no damage. The catheter tip, marker band were examined; and no damages were found. The catheter body was found to be kinked at ~87.5cm from the hub. In addition, the catheter body was found to be flattened form ~6.8cm to ~7.5cm from distal end. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter was measured to be within specification. For further examination, the catheter was cut to remove the braid from hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open as the distal and proximal ends of the pipeline vantage shield braid were found fully opened and moderately frayed. In addition, the middle of the pipeline vantage shield braid was found to be fully opened and no damage. However, based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance during delivery as the returned pipeline vantage shield braid was stuck inside the phenom 27 catheter. The pipeline vantage shield and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (flattening/kinking), pipeline vantage shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage through the phenom 27 catheter against resistance. It is likely the severe vessel tortuosity may have contributed to the reported issues. The damage on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It was noted the pipeline was resheathed more than 2 times. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was prepared as indicated in the IFU. The procedure was completed by using a different pipeline vantage device. It was a little bit of a challenging situation with a tortuous and irregular lumen situation with blister aneurysm in the ica and also another tiny one very close to the p-comm origin. Ideally, I wanted a precise starting point of deployment. The first stent - as I started to deploy, it seemed to flare out ok but then I quickly realized it wasn't in the best spot I wanted so I re-sheathed it after probably unsheathing about 15 %. After that when I tried to re-deploy correcting the position, every time we noticed it did not flare out and open as expected at all. We made numerous attempts afterwards and did all our push-pull techniques but without success and that made me think it may just be the stent and so we changed it. And that went very smoothly in the initial opening up as expected. We did have the usual deployment challenge on the tortuous part, which I expected anyways and on doing the usual maneuvers and taking time, it all sorted out fine. We were happy with the result. The lesion is a blister aneurysm on the ica about 2 mm with another very tiny nubbin seen separate and closer to the p-comm origin. We managed to cover both with the single ultimately deployed stent.

Event description:
Medtronic received information that a ped3 pipeline failed to open in all sections. They unsheathed the device for the first time and didn't like the position so they re-sheathed it. They unsheathed and resheathed it again (completing 2 full cycles). When they tried to deploy the third time the brain did not open at all. They recaptured the device and as they were pulling it out the vantage brain disconnecting in the microcatheter. The point of no return was not crossed at any point. The manufacturing representative (rep had re informed them that you can only resheath twice. More than 50%had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheatehed and removed with the microcatheter. Device is being returned with the brain stuck in the phenom 027. The devices were prepared as indicated in the instructions ofr use (IFU). The patient was being treated for an aneurysm. The distal landing zone was 3.5mm and the proximal landing zone was 4.7mm. Dual antiplatelet treatment was administered. Vessel tortuosity was severe. No patient symptoms or complications were reported.  Ancillary devices: phenom 27 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.